Event description:
During the evaluation of a returned homechoice (hc) device, it was determined the hc failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. Accuracy confirmation test failed with the original piston foam. The piston foam was removed and found to be deteriorated. A test piston foam was installed and the device passed accuracy testing. When the original foam was reinstalled, the device failed this test once more. A temperature verification test was performed and the device passed. The pneumatic system was tested and all pressures were found to be correct and stable. A review of the event history log of the device found nothing related to the failure. The cause was determined to be deteriorated piston foam. The piston foam was scrapped. Should additional relevant information become available, a supplemental report will be submitted.